Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found that hypo tube was broken 203mm distal to the strain relief with multiple kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The crimped stent and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles. The crimped stent outer diameter (od) was measured and was within the maximum crimped stent profile measurement. No issues were noted with the balloon. The tip was visually and microscopically examined and no issues were noted. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01-sep-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the obtuse marginal (om) branch. A 2.25x20mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.